Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery (rca). A 38 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Resistance was encountered during the delivery of this device. The guide catheter was re-engaged and a support wire was used but still the device failed to cross the lesion. The device was removed and the physician found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).